Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: oct 9, 2017: litigation record received. Litigation alleges discomfort, pain, stiffness, loss of motion, metal toxicity due to elevated cobalt and chromium metal ions, implant loosening, metallosis, necrosis, soft tissue damage and muscle damage. Update oct 9, 2017 records reviewed for MDR reportability. Identified that implant loosening was alleged, but no product information on complaint to address this harm. Added an unknown hip implant and reported for implant loosening at bone to implant interface. Complaint updated on: nov 7, 2017. Update nov 3, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address squeaking and metallosis. Revision notes reported a large amount of scar tissue, heterotopic bone, and a large amount of black metal debris. It was also reported that the liner was intact in the metal shell, however, had asymmetric wear. Updated patient and product information. This complaint was updated on: nov 10, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Update nov 3, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address squeaking and metallosis. Revision notes reported a large amount of scar tissue, heterotopic bone, and a large amount of black metal debris. It was also reported that the liner was intact in the metal shell, however, had asymmetric wear. Updated patient and product information. This complaint was updated on nov 10, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Oct 9, 2017: litigation record received. Litigation alleges discomfort, pain, stiffness, loss of motion, metal toxicity due to elevated cobalt and chromium metal ions, implant loosening, metallosis, necrosis, soft tissue damage and muscle damage. Update oct 9, 2017 records reviewed for MDR reportability. Identified that implant loosening was alleged, but no product information on complaint to address this harm. Added an unknown hip implant and reported for implant loosening at bone to implant interface.